Event description:
Facility changed cvp pressure set up. Prior to change, waveform was good. After change, facility noted a leak at the fast flush connector. Set was disconnected, 2nd set put up and it caused the monitor to blank out. Biomed researched monitor and checked system and found no malfunction with system. 2nd set discontinued and entire pressure set replaced. 3rd set working fine, good cvp waveform present. Tubing sets 1 & 2 given to nurse manager.